Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿the baby was receiving dopamine at 7.5 mcg/kg/min, prostaglandin el (pge1) at 0.1 mcg/kg/min and a carrier fluid of d10 1/2 normal saline (ns) at 10 l/hr infusing though peripheral intravenous line (piv). In addition, a peripherally inserted central catheter (PICC) line was inserted. Dopamine, pge1 and a carrier fluid of d10 1/2 ns were switched from the piv to the PICC line (white port). Soon after the drips were switched, the baby became hypotensive and bradycardic which required < 2 minutes CPR. Post code, the white port PICC line was noted to have blood backflow. It was noted that the bed linen around the drip line was wet, and then noted the filter was wet to the touch with clear fluid. The in-line filter from the carrier fluid was replaced and transferred to the red port of the PICC line with the vasoactive infusions."